Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition was not confirmed. Visual examination of the sample showed no signs of physical abnormality. A functional test was subsequently performed by filling the infusor with blue water while the pcm (patient control module) was connected to the infusor. After fill, the pcm reservoir easily inflated with water. The pcm button was pressed for flow of bolus; thereafter, the pcm reservoir inflated again with water. Functional testing determined that the device performed according to specification. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an infusor's patient control module "did not expand constantly" during patient use. The device was filled with a solution of morphine hydrochloride and saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.